Manufacturer narrative:
Aso performed test for adhesion properties on returned and retained samples in addition to reviewing test for biocompatibility tests. On 10/03/2016 aso corrected the following data: this is not a single-use device that was reprocessed and reused on a patient. On 10/03/2016 aso added the following data: device manufacture date: 03/04/2016. Device is labeled for single use.

Event description:
Consumer reported that while using the bandage, it caused a burning sensation on her skin.

Manufacturer narrative:
Aso performed test for adhesion properties on returned and retained samples in addition to reviewing test for biocompatibility tests.

Event description:
Consumer reported that while using the bandage, it caused a burning sensation on her skin.